Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high pacing impedance and varying high-range capture threshold which resulted in loss of capture. Fluoroscopy revealed that the rv lead was bent. The rv lead was not used and replaced. The patient remained stable throughout the procedure.